Event description:
It was reported that the patient has had blood work done for the cobalt testing and her levels are very high. She is scheduled for an upcoming appointment. Patient unsure of surgery dates.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. The patient did not want to provide any additional information. Further correspondence noted that the patient has retained an attorney.